Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 5.3 cm in diameter and 17 cm in length abdominal aortic aneurysm. Vessel morphology was reported as there was severe tortuosity and the aortic neck had a 130 degree angulation, which is not following the information for use guidelines. The physician had difficulties in separating of renal artery and aorta therefore, the bifurcated stent graft was implanted slightly distal to the originally intended location. After deployment of the contra side, touch-up was performed. An angiography revealed a proximal type ia endoleak. The physician elected to implant another manufacturer¿s excluder cuff proximal to the bifurcated stent graft and touch-up was again carried out. However, the proximal type ia endoleak was not resolved. There was a shift in plaque which occluded the lower renal artery. After that, a catheter was inserted from left brachial artery to implant other manufacturer¿s stent was implanted at the renal artery for treatment. The physician elected to implant an endurant aortic cuff 25x25x49 on the same level as the palmaz stent. Modelling with a balloon was performed, but type ia endoleak was still remained. There was no further treatment performed. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).